Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission high, out of range, high voltage lead impedance was observed on the rv lead. Patient was stable and presented in the ER with complete heart block and blood pressure was noted to be good. Loss of capture was noted and the patient was scheduled for lead revision procedure next morning. Patient was seen in cath lab and fracture was noted in the cathode and screw mechanism from the lead and that the lead was dislodged in an unknown position. A CT was scheduled to determine the anatomical location of the lead. Patient later presented for surgery and the lead was capped (B)(6) 2018 and a new lead was implanted. Patient was stable post procedure.